Manufacturer narrative:
An evaluation of the both returned uniplanar screws revealed no irregularities. The implants were found to be properly manufactured and released in accordance with the device master record. The purpose of the uniplanar screw is to restrict motion in the axial plane so the surgeon can manipulate the vertebral column to correct axial deformity. To restrict axial motion, the uniplanar screw was designed with flats on the normally spherical head of the pedicle screw. The uniplanar screw bushing has features which mate with the flat sides of the pedicle screw. The outcome of this design is that the uniplanar screw acts like a fixed screw. To adjust the rotational position of the uniplanar screw the pedicle screw must rotate. In certain instances the friction between the screw head and bushing can be overcome, and rotation of the head does not result in the simultaneous rotation of the bone screw and bushing. This results in misalignment which will prevent the rod from fully engaging the screw. This issue can be minimized when proper technique and instruments are used. The surgery was extended due to removal and replacement of both uniplanar screws because the bushing had become misaligned. Field bulletin (B)(4) provides instructions for in situ realignment. Do not remove the screw. It can be realigned use the following instruments from the zodiac instrument set: 62941 screw removal shaft; 62921 rod rocker. Engage the inner hex of the uniplanar screw with the screw removal shaft. You will use the screw removal shaft as an anti-torque to prevent the screw from advancing into the pedicle while realigning the bushing and tulip. Use the rod rocker to engage the tulip of the uniplanar screw. Rotate the screw head with the rocker to realign the tulip with the bushing. Use the 73730 head positioner to realign the screw head so the rod may be inserted.

Event description:
The bushings in 2 of the 6 uniplanar screws had become misaligned and would not allow the rods to be properly seated within the saddles of the screw head. Removal and replacement of the screws extended the case approximately 30 to 35 minutes.

Manufacturer narrative:
The second screw used in the case is of the same product family (only a different size). 22075-50; 7.5mm uniplanar screw, 50mm - lot# 683938 manufactured 12/05/2014. Both returned uniplanar screws are currently being evaluated. A follow up report with results of the investigation will be submitted upon completion. The zodiac spinal fixation system is intended for use as a posterior spinal fixation device to aid in the surgical correction of various spinal deformities and pathologies of the spine. It is intended to provide stabilization during the development of fusion utilizing a bone graft. Specific indications for the zodiac system are dependent in part on the configuration of the assembled device and the method of attachment to the spine.